Event description:
A tandem mobi cartridge alarm was reported by the caller, and it was noted that the event occurred during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the customer¿s blood glucose level. Technical support confirmed the cartridge alarm and arranged for a replacement pump to be sent to the customer. The customer was advised on using multiple daily injections (mdi) as backup therapy to ensure continuous insulin delivery. Instructions for returning the problematic pump and preparing for the replacement were provided, and the customer acknowledged understanding the necessary steps.